Manufacturer narrative:
Event took place outside of the united states of america (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Primary surgery on (B)(6) 2018. Previous revision surgery on (B)(6) 2018 and about 2019. We have no information for these previous revisions and they have not been previously submitted. Revision surgery on (B)(6) 2020 due to a patient fell. Surgeon explanted a 36/+3 standard humeral cup, a 36 centered glenosphere w/ screw and a baseplate 24 and replaced a 40/+9 standard humeral cup with a spacer, a baseplate 24 with a post expansion and a 40 centered glenosphere w/ screw.